Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 454 mg/dl. The incident of the high blood glucose reading was on (B)(6) 2017. Customer declined their high blood glucose reading. Customer also reported no delivery alarm but the alarm was resolved by disconnecting and reconnecting the set. Customer primed 5.0 units of insulin and the insulin exited. Products will not be returning for analysis.